Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.75x12mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery, 90% stenosed lesion. Medication was provided and the patient recovered well and was discharged on (B)(6) 2014. On (B)(6) 2016, the patient had been hospitalized for chest pain. Coronary angiography was performed and the proximal lad was 70% stenosed and mid lad 80% stenosed. Stenosis was within 5mm of the 2.75x12mm xience xpedition stent and medication was provided. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016, the patient had been admitted to the hospital for chest pain. Coronary angiography was performed and the mid to distal lad remained 80% stenosed. The stenosis was within 5mm of the 2.75x12mm xience xpedition stent. Drug coated balloon dilatation was performed as treatment. On (B)(6) 2016, the patient was discharged from the hospital. Per physician, the events were possibly related to the device and index procedure. There was no additional information provided.